Event description:
It was reported that the spinal cord stimulation (scs) patient experienced the end of life of the implantable pulse generator (ipg) wherein causing difficulty to charge. The patient underwent a revision procedure where the ipg was replaced. Additional information was received indicating the patient was doing well post-operatively.

Manufacturer narrative:
Device technical analysis: engineers inspected and analyzed the returned device; the ipg was successfully recharged within a four-hour cycle, and after analyzing the device data logs, no anomalies related to premature battery depletion were found. The ipg revealed normal characteristics during the visual and functional examination. Labeling review: a product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states, the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. As a result, the stimulator may need to be recharged more often. The stimulator may need replacement when stimulation can no longer be maintained with regular charging and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced the end of life of the implantable pulse generator (ipg) wherein causing difficulty to charge. The patient underwent a revision procedure where the ipg was replaced. Additional information was received indicating the patient was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced the end of life of the implantable pulse generator (ipg) wherein causing difficulty to charge. The patient underwent a revision procedure where the ipg was replaced.